Manufacturer narrative:
(B)(4). Per the nurse, the patient had a history of frequent seizure activity due to uncontrolled blood sugars. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the reported event was undetermined. There was no device malfunction or use error identified.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse of fatal asphyxiation. On an unknown date the patient began peritoneal dialysis (pd) therapy using dianeal pd4 ambuflex total fill 2 liters 3 exchanges daily (lot number not reported) intraperitoneally (ip) and extraneal, total fill volume 1.5 times 1 exchange ip for end stage renal disease (esrd). On (B)(6) 2011, the patient experienced asphyxia, described as strangulation of the homechoice device tubing wrapped around the patient's neck. It was not reported if the patient required hospitalization or if remedial therapy was rendered. On that same date, the patient died. The cause of death was fatal asphyxia. The official cause of death on the death certificate was asphyxia. The patient's pd therapy was ongoing at the time of death. At the time of this report, an autopsy was not performed. The reporter stated that the event of death was not related to pd therapy or the homechoice machine.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional information from the reporter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The nurse confirmed that the patient was connected to the homechoice device at the time of the event. No further information was provided.